Event description:
It was reported that this left ventricular lead exhibited high pacing thresholds and it was suspected the this lead had dislodged. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 field: device codes was updated

Event description:
It as reported that this left ventricular (lv) lead was found dislodged. As a result, the lead was explanted and replaced successfully. No additional adverse patient effects were reported.